Manufacturer narrative:
Final analysis of neurostimulator model 3058 (lot # njy248041h ) showed no anomaly found.

Event description:
It was reported that the call was about a surgical procedure. Caller calling to report revision that took place four days before reported event date. The caller reports stimulation was intermittent. The revision took place because, the patient was reporting intermittent stimulation. The patient would turn stimulation up to feel stimulation and she might feel some stimulation but then it would go away again. They tried cycling but this didn't resolve the issue. The patient was not getting therapy during this time either. The issue with intermittent stimulation started two months prior to revision. At that time, the patient reported she turned a certain way and felt an intense pain across her back and after that, she started getting intermittent stimulation and loss of therapy. Impedances were normal range going into the revision. During revision, they tested lead separately with the j-hook and got motor response so thought issue must be with ins(stimulator) so they replaced ins during revision and kept original lead. Impedances were also normal post-revision. Caller doesn't know status of stimulation intermittency post revision and if that has resolved. Additional information received reports that the representative was not sure how the patient was doing currently. It was noted that the patient was doing well post operatively and when the representative ran impedances everything was within range and working well. It was reported that the patient revision was seven days before reported event date due to intermittent stimulation.

Manufacturer narrative:
Product ID 3889-28, lot# va0ewzk, implanted: 2014 (B)(6); product type lead product ID neu_unknown_prog, serial# unknown; product type programmer, physician. (B)(4).